Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, urinary problems, recurrence, dyspareunia, erosion. It was reported that patient underwent mesh revision in 2009.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, and enterocele. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy, total vaginal hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso. It was reported that patient underwent enterocele closure, laparoscopic colpopexy, adhesiolysis and a y-sling implanted on 01/26/2012 due to vaginal vault prolapse.